Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the mp1000-c valve will unwind from a 10 ml pre-filled saline syringe. The syringe will unwind off the valve as the saline is being flushed through. There is leaking of normal saline at the valve site, spraying both the patient and nurse with saline. There was no report of patient harm or medical intervention. The customer states that no further patient/event information is available.